Manufacturer narrative:
Pr#: (B)(4).

Event description:
The philips filed svc engineer reported est failed during preventive maintenance svc due to error code 3110. The customer reported ther was no pt involvement.